Event description:
The company received a report where it was claimed that the inner cannula will not lock into place. The caller reported that the patient was airlifted to the hospital due to an unspecified condition where the trach was also requested to be replaced by a surgeon. The caller reported that the patient is very active and on a pulmedic portable vent. The caller reported that the patient's constant movement may be resulting in the inner cannulas not locking securely into the trach.

Manufacturer narrative:
The called reported that the trach was put in in 2009 and just replaced two months later. The length of time the trach was used exceeds the recommended usage of 29 days as indicated in the directions for use. The sample is currently in transit to the manufacturing plant for investigation. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.